Event description:
International affiliate reports this second revision procedure was due to loosening of expedium single inner set screws and the surgeon had noticed that the patient¿s posture had changed. The surgeon removed the two set screws out and inserted two new ones to lock the rod into the screw heads. Patient had metal ware from l1 to pelvis and then had adjacent level degenerative disk disease in l2. The first revision which occurred on (B)(6) 2014 was not due to product fault but was to extend the construct due to a change in the patient condition. There were no product issues at that time. The following mfg. Medwatch reports are being filed for the two expedium single inner set screws that are reported to have loosened: 1526439-2014-11835, 1526439-2014-11836.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded.